Event description:
One touch ultra meter was reading inaccurately. Lifescan spoke with the pt in 05/05. The family member stated that the pt had misinterpreted readings of 120 to 130 mg/dl on the reported meter to be 12.0 to 13.0 mmol/l. The pt's doctor increased the pt's medication by 1/2 pill a day based on the meter readings that the pt noted in their logbook. They did not experience any ill effects from the medication. There is no indication that the pt experienced injury due to the product. The customer care rep (ccr) verifed that the meter was set to mg/dl instead of mmol/l. The meter was not a new (out of box) product. The pt had not replaced the battery or change the time and date on the meter. The ccr walked the family member through the process of resetting the meter units of measurement. As the pt had not changed settings in the meter, there is an indication that the meter may have malfunctioned. The event meets the criteria for a product malfunction medical device reportable. The meter was replaced.